Event description:
Staff reported that when product was removed from packaging the needle was sheered through the side of the IV catheter and there has been more than one occurrence of this issue. No catheters have been saved to date. Notice sent out for staff to preserve the next defective device and packaging. Bd company made aware of the defect and a "global complaint reporting form" was submitted.